Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up in clinic. Upon review, the right ventricular lead exhibited increased capture thresholds and lead noise. The lead was capped and replaced on (B)(6) 2017 and the patient was stable after the procedure.